Event description:
It was reported that the device presented an alert for possible output circuit damage. Hlvi lead impedance was measured less than 20 0hms. The pacing impedances were also on a downward trend. Noise was observed on the EKG. The ICD was replaced and lead was capped.

Manufacturer narrative:
Na